Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there was no abnormality found during in-process inspection or at final control inspection. The process cards show no abnormality.

Event description:
As reported by the user facility ((B)(4)): at the beginning of infusion procedure, the device got broken at connection junction between cannula needle and wings with leakage of contrast medium solution.